Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2519, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer reported that in 2011 she started having partial complex seizures. She also experienced daily stabbing pains in her pelvic region, fatigue, anxiety and blood tests showed very high inflammation levels in her body which has caused joint pain. She will be getting a hysterectomy in (B)(6) 2015 to help alleviate the chronic pain. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had daily stabbing pains in her pelvic region/ chronic pain (interpreted as pelvic pain) and partial complex seizures. She was scheduled for a hysterectomy, approximately 7 years after essure insertion. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion pelvic pain may occur. Given the nature of the event daily stabbing pains in her pelvic region/ chronic pain and in the lack of an alternative explanation, causality with essure cannot be excluded. Event partial complex seizures was assessed as unrelated to essure, given its pathophysiology and considering the local effect of essure in the fallopian tubes. This case was regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.